Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet screen became unresponsive, leading the patient to discontinue therapy, remove the pump, and place the system into bg-run suspended status; a clinical trainer and the patient later contacted customer care, where a mobile app restart resolved the unresponsive screen. Symptoms included no reported adverse clinical effects. Outcomes included therapy suspension and transition to an alternative therapy without reported injury. Investigation included customer care troubleshooting with the patient and trainer, including a mobile app restart. Investigation of this case revealed that the unresponsive screen condition was resolved through software/app restart, consistent with a transient user interface or connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a temporary software interaction recoverable through standard troubleshooting.